Event description:
It is reported that the pt was revised for wear and loosening.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: glenoid is damaged too severely for dimensional analysis, sem was performed on the glenoid. Although the exact cause cannot be determined with certainty, implant wear may be attributed to third body wear or extreme loads. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.